Manufacturer narrative:
Additional narrative: the device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device had a hole in the cord, loose connector and was heating up. Reliability engineering evaluated the device and the reported conditions were confirmed. It was determined that the hole in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. It was determined that the loose connector was caused by excessive force when plugging and unplugging the connector into the console device. It was determined that the device showed visible signs of corrosion damage caused by immersion during cleaning and or improper cleaning which is failure to follow the directions for use and caused the device to heat up. The assignable root cause was determined to be due to misuse, abuse and/or user error causing the device to heat up. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device was heating up, had a loose connector and a hole in the cord. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.